Event description:
A pt reported experiencing inaccurate erratic results with a (nanometer). The pt's blood glucose results were 271, 198 mg/dl (meter). Tests were done within 10 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.